Event description:
It was reported that the patient's vagus nerve stimulator wasn't helping with reducing the number of seizures they experienced every day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).